Event description:
The pt had experienced a decline in performance over a 12 month period, followed by fluctuations in loudness. Analysis of the device revealed a device malfunction. Explantation/reimplantation surgery was perfomed.